Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdrs0012 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asdrs0012) have been reported from the same facility.

Event description:
It was reported that two powerlocs leaked at the hub when in CT and pushing in meds at high pressure. This report addresses the first device.